Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partially provided. Furthermore user facility reported that the patient injury was treated by triamcinolone steroid cream. A lumenis technical expert reported that the device was functional no service was necessary following reported adverse event. Preventive maintenance of the subject device was performed by a lumenis technical expert on may 1 2018. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the partially provided treatment settings, patient photo and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow instructions as described in the device labeling. Based on the information above this complaint has been determined to be reportable per MDR decision tree as the patient was prescribed triamcinolone steroid cream (a prescribed topical cream), which meets the definition of serious injury.

Event description:
A user facility reported that one (1) patient sustained purpura on cheeks following ipl treatment with a lumenis m22 laser.